Event description:
On (B)(6) 2012, the patient contacted animas alleging that he had been experiencing erratic blood glucose (bg) between 2.3 mmol/l and 30 mmol/l since starting on his replacement pump the previous day. The patient reported symptoms of trace ketones, nausea, dizziness, frequent urination, increased thirst, and hunger with elevated bg. The patient stated that with low bg, he self-treated by consuming carbohydrates, and with elevated bg, he self-treated with a correction injection and site/set change and bgs would resolve. The patient stated that he went back on the old pump, and his bgs returned to normal. The patient admitted to programming the replacement pump himself. Troubleshooting indicated that the 2 am basal rate was set incorrectly, as was the 6 am target bg value. Customer technical support (cts) advised the patient that the pump settings being incorrect could be the cause of the erratic bgs. Cts walked the patient through properly programming the replacement pump based on the settings in the old pump, and advised the patient to use the replacement pump for 3 days after correcting the settings and to call animas back if the issue continued. Cts followed up with the patient on (B)(6) 2012 and the patient reported bgs within normal range and stated he was "feeling good". The pump is not being returned at this time and there has been no further reported incident. This complaint is being reported because the patient reportedly experienced bg values and symptoms indicative of severe hyperglycemia while using insulin pump therapy with incorrect pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4). 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: the black box and download history revealed the data from the date of the reported event had been overwritten due to continued patient use. The data available in the black box revealed normal usage alarms and warnings. On testing, an ez-prime operation was successfully performed and units remaining were correctly calculated by the pump and accurately recorded in the pump history. The force sensor was tested and noted to be out of calibration. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.